Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was not impacted. Reportedly, customer declined further troubleshooting and the issue was resolved the following day. No additional event information was available.